Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05168. It was reported, the patient was unable to receive effective therapy due to receiving stimulation in an unintended area. X-rays were taken and revealed both of the patient's leads had migrated. An impedance check revealed no anomalies. On (B)(6) 2015, the patient underwent surgical intervention. The doctor attempted to reposition the leads but effective therapy could not be obtained no matter the lead placement. As a result, the doctor decided to explant the patient's scs system.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.